Manufacturer narrative:
The information related to serial number and material number, lot number has been updated which was not available with initial report. The updated information has been provided in this report. (B)(4).

Event description:
It was reported that material number has been updated to (B)(4), serial number updated to (B)(4) and lot number updated to hg3r25c.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received open book error image. Customer¿s blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis. The insulin pump will be returned for analysis.